Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shock from the implantable cardioverter defibrillator. Upon reviewing the episode, it was found that the device delivered high voltage therapy during a supra-ventricular tachycardia rhythm. Programming changes were recommended and was to be discussed with the physician.

Event description:
New information received stated that the patient presented in clinic on aug. 26th, 2019 and the recommended programming changes were completed. The clinic was scheduled to continue to monitor the patient.